Event description:
Additional information received from the patient reports they did notify managing physician about implant feeling warm. The patient was having surgery on (B)(6) to replace the battery. The patient reported no circumstance that lead to implant feeling warm. They noted extended battery life seven years.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4): the consumer reported the implantable neurostimulator (ins) felt/was warm. No trauma/falls were reported to be related to the issue. The issue was noticed to have begun the last couple of days ((B)(6) 2016). The patient's indication for use was urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.